Event description:
The user facility reported that the device failed the air sensor test upon incoming biomedical inspection. There was no pt injury associated with this event. No other info is available.

Manufacturer narrative:
The device has not yet been returned to baxter for evaluation, however, should it be returned to baxter for evaluation and results are available, a follow up report will be submitted.